Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2015 and performed to specification up to and including the last log entry on the (B)(6) 2016. The device user accessible memory was erased after the last manual power up. The returned pad-pak was inserted into the device and the device passed a self-test. During the power up the green status led was observed to be emitting a failure chirp. No warnings were given at shutdown and the status led continued to flash green while emitting a failure chirp. This would confirm the reported fault. Investigation found the reported fault can be attributed to membrane failure due to corrosion. This resulted in the status led flashing green while emitting a failure chirp. This would confirm the reported fault. The fault could not be replicated with a good membrane fitted. Upon visual inspection of the returned device the device appeared covered in dirt, this along with the corrosion observed on the membrane tail would indicate adverse storage conditions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device beeping.